Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported 4 months after the dental implant and temp hybrid were placed in (B)(6) site 28 in the mouth, the implant had lost osseointegration in type ii bone. Dr. Reports an infection, fistula and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported 4 months after the dental implant and temp hybrid were placed in ada site 28 in the mouth, the implant had lost osseointegration in type ii bone. Dr. Reports an infection, fistula and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.